Event description:
During a procedure with atrial fibrillation and atrial flutter, a clot was observed on the tip of the sheath. The sheath was inserted in the right atrium and the cti line was ablated with the catheter. After ablating the line, a clot was observed on the tip of the sheath. The sheath was aspirated and removed from the body. After removing from the body the sheath was flushed again multiple times and reinserted. It was then used for transeptal puncture and to complete the left atrial portion of the procedure, including mapping and pfa in the pulmonary veins. The procedure was completed successfully using the sheath with no adverse patient consequences.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a clot at the tip of the introducer could not be conclusively determined.